Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('chronic pelvic pain/ pain ongoing issue') and ovarian cyst ('ovarian cysts/ drainage of 2 ovarian cysts') in a 27-year-old female patient who had essure (ess205) (batch no. (624089 824099)inv,626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, back pain and cramp in lower abdomen. Concurrent conditions included endometriosis. In july 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), psychological trauma ("pshy injury related to essure"), bladder disorder ("bladder\ urinary problems") and urinary tract disorder ("bladder\ urinary problems: urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left unilateral oophorectomy and ovarian cyst drainage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ovarian cyst, dysmenorrhoea and psychological trauma outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, bladder disorder and urinary tract disorder had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for following event: dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), ovarian cyst. Discreptency- date(s) of insertion: (B)(6) 2008, (B)(6) 2007 date(s) of removal: (B)(6) 2013, (B)(6) 2017 new lot number- 626680 essure confirmation test -a (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2017: disordered proliferative endometrium. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. No outlining of fallopian tube or free intraperitoneal spillage of contrast material. Laparoscopy - on (B)(6) 2012: no evidence of injury. Two cysts contained in the left ovary, which likely were functional. They were drained of clear, amber fluid. There were multiple powder-burn lesions on the left broad ligament, under the left adnexal structures, on the left uterosacral ligament and in the cul-de-sac. The powder-bum lesions were consistent with endometriosis. The one on the uterosacral ligament was excised and submitted. Three others under the left ovary and tube and on the left broad ligament were cauterized, and the lesion in the cul-de-sac was cauterized; on (B)(6) 2017: small normal-appearing mobile uterus. No adhesions. Normal tubes and ovaries. Normal upper abdomen including bowel and liver edge. Minimal endometriotic lesions noted on the left ovarian fossa just over the ureter and over the left uterosacral ligament. All were fulgurated. Pathology test - on (B)(6) 2017: cervix: benign nabothian cysts. Endometrium: inactive endometrium. Myometrium: focal adenomyosis; within each cornu is a gray metallic coil. Serosa: no specific pathologic changes. Left ovary: follicular cysts. Right and left fallopian tubes: benign paratubal cyst of left fallopian tube. Right fallopian tube with no specific pathologic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, menorrhagia, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : lot no. Was added. Lawyer was added. New events- fallopian tube perforation, pshye injury, bladder problem urinary problem were added. Event outcomes were updated from unknown to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ongoing issue') and ovarian cyst ('reproductive system disorder or condition type disorder or condition: cysts/laparoscopic excision and destruction of peroneal lesion drainage of 2 ovarian cysts') in a 27-year-old female patient who had essure (ess205) (batch no. 624089-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy and oophorectomy/laparoscopic excision and destruction of peroneal lesion drainage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved, the ovarian cyst, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017-she performed oophorectomy (one side removal of ovary) surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-aug-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('chronic pelvic pain/ pain ongoing issue') and ovarian cyst ('ovarian cysts/ drainage of 2 ovarian cysts') in a 27-year-old female patient who had essure (ess205) (batch no. (624089 824099)-inv,626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, back pain and cramp in lower abdomen. Concurrent conditions included endometriosis. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), psychological trauma ("pshy injury related to essure"), bladder disorder ("bladder\ urinary problems") and urinary tract disorder ("bladder\ urinary problems: urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left unilateral oophorectomy and ovarian cyst drainage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ovarian cyst, dysmenorrhoea and psychological trauma outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, bladder disorder and urinary tract disorder had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for following event: dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), ovarian cyst. Discreptency- date(s) of insertion: (B)(6) 2008, (B)(6) 2007. Date(s) of removal: 23jul2013, 28-aug-2017. New lot number- 626680. Essure confirmation test -a5- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2017: disordered proliferative endometrium. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. No outlining of fallopian tube or free intraperitoneal spillage of contrast material. Laparoscopy - on (B)(6) 2012: no evidence of injury. Two cysts contained in the left ovary, which likely were functional. They were drained of clear, amber fluid. There were multiple powder-burn lesions on the left broad ligament, under the left adnexal structures, on the left uterosacral ligament and in the cul-de-sac. The powder-bum lesions were consistent with endometriosis. The one on the uterosacral ligament was excised and submitted. Three others under the left ovary and tube and on the left broad ligament were cauterized, and the lesion in the cul-de-sac was cauterized; on 28-aug-2017: small normal-appearing mobile uterus. No adhesions. Normal tubes and ovaries. Normal upper abdomen including bowel and liver edge. Minimal endometriotic lesions noted on the left ovarian fossa just over the ureter and over the left uterosacral ligament. All were fulgurated. Pathology test - on (B)(6) 2017: cervix: benign nabothian cysts. Endometrium: inactive endometrium. Myometrium: focal adenomyosis; within each cornu is a gray metallic coil. Serosa: no specific pathologic changes. Left ovary: follicular cysts. Right and left fallopian tubes: benign paratubal cyst of left fallopian tube. Right fallopian tube with no specific pathologic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, menorrhagia, dysmenorrhea, dyspareunia. Lot numbers ( (624089 , 824099 ) are invalid. Lot number:626680. Manufacturing date:2008-02. Expiration date:2010-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain ongoing issue') and ovarian cyst ('ovarian cysts/ drainage of 2 ovarian cysts') in a 27-year-old female patient who had essure (ess205) (batch no. 624089-not valid,824099-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, back pain and cramp in lower abdomen. Concurrent conditions included endometriosis. In july 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left unilateral oophorectomy and ovarian cyst drainage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved, the ovarian cyst, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2017: disordered proliferative endometrium. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. No outlining of fallopian tube or free intraperitoneal spillage of contrast material. Laparoscopy - on (B)(6) 2012: no evidence of injury. Two cysts contained in the left ovary, which likely were functional. They were drained of clear, amber fluid. There were multiple powder-burn lesions on the left broad ligament, under the left adnexal structures, on the left uterosacral ligament and in the cul-de-sac. The powder-bum lesions were consistent with endometriosis. The one on the uterosacral ligament was excised and submitted. Three others under the left ovary and tube and on the left broad ligament were cauterized, and the lesion in the cul-de-sac was cauterized; on (B)(6) 2017: small normal-appearing mobile uterus. No adhesions. Normal tubes and ovaries. Normal upper abdomen including bowel and liver edge. Minimal endometriotic lesions noted on the left ovarian fossa just over the ureter and over the left uterosacral ligament. All were fulgurated. Pathology test - on (B)(6) 2017: cervix: benign nabothian cysts. Endometrium: inactive endometrium. Myometrium: focal adenomyosis; within each cornu is a gray metallic coil. Serosa: no specific pathologic changes. Left ovary: follicular cysts. Right and left fallopian tubes: benign paratubal cyst of left fallopian tube. Right fallopian tube with no specific pathologic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, menorrhagia, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: update of information (batch is invalid). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain ongoing issue') and ovarian cyst ('ovarian cysts/ drainage of 2 ovarian cysts') in a 27-year-old female patient who had essure (ess205) (batch no. 624089-not valid, 824099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, back pain and cramp in lower abdomen. Concurrent conditions included endometriosis. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left unilateral oophorectomy and ovarian cyst drainage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved, the ovarian cyst, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2017: disordered proliferative endometrium. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. No outlining of fallopian tube or free intraperitoneal spillage of contrast material. Laparoscopy - on (B)(6) 2012: no evidence of injury. Two cysts contained in the left ovary, which likely were functional. They were drained of clear, amber fluid. There were multiple powder-burn lesions on the left broad ligament, under the left adnexal structures, on the left uterosacral ligament and in the cul-de-sac. The powder-bum lesions were consistent with endometriosis. The one on the uterosacral ligament was excised and submitted. Three others under the left ovary and tube and on the left broad ligament were cauterized, and the lesion in the cul-de-sac was cauterized; on (B)(6) 2017: small normal-appearing mobile uterus. No adhesions. Normal tubes and ovaries. Normal upper abdomen including bowel and liver edge. Minimal endometriotic lesions noted on the left ovarian fossa just over the ureter and over the left uterosacral ligament. All were fulgurated. Pathology test - on (B)(6) 2017: cervix: benign nabothian cysts. Endometrium: inactive endometrium. Myometrium: focal adenomyosis; within each cornu is a gray metallic coil. Serosa: no specific pathologic changes. Left ovary: follicular cysts. Right and left fallopian tubes: benign paratubal cyst of left fallopian tube. Right fallopian tube with no specific pathologic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, menorrhagia, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: medical records received: reporter was added. Lot number was added. Lab data and medical history were added. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ongoing issue') and ovarian cyst ('reproductive system disorder or condition type disorder or condition: cysts/laparoscopic excision and destruction of peritoneal lesion drainage of 2 ovarian cysts') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy and oophorectomy/laparoscopic excision and destruction of peritoneal lesion drainage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved, the ovarian cyst, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017-she performed oophorectomy (one side removal of ovary) surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: plaintiff fact sheet was received. Lot number were added. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, ovarian cyst, lower abdomen pain. Reporter information, events onset date, event outcome were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.